Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device ¿ right side device may be displaced and it¿s possible the fallopian tube courses atypically in fashion; left findings has more normal position but slightly peripherally placed relative to endometrium"), device expulsion ("malposition of essure device ¿ right side device may be displaced and it¿s possible the fallopian tube courses atypically in fashion; left findings has more normal position but slightly peripherally placed relative to endometrium") and pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. *(B)(6) 2013, gynecological ultrasound report: anteverted uterus which appears wnl. Small amount of fluid noted within endometrium. Essure noted on left side in normal position. Right sided essure is poorly visualized. Bilateral follicular activity (B)(6) 2013, hsg, right essure was not appropriate site but the cornual end was blocked on right side. (B)(6) 2013, CT uretogr pelvis and abdomen: impression:bilateral nephrolithiasis. There are at least 10 tiny calculi scattered within the right kidney and at least 12 tiny calculi scattered within the left kidney. The largest renal calculi measure approximately 2 mm. No urethral calculus is identified and there is no evidence of obstructive uropathy. Cholelithiasis. There is suspicion for abnormal position of at least one of the essure micro-inserts. There is almost certainly abnormal position and probably migration of the right micro-insert. (B)(6) 2014, surgical pathology report: specimen: gallbladder. Fallopian tube ¿ right and left (with essure implant). Left fallopian tube: on sectioning, there is a pin-point lumen and the lumen contains a coiled silver essure wire. (B)(6) 2013 (per pfs): hysterosalpingogram (hsg) ¿ right side device may be displaced and it¿s possible the fallopian tube courses atypically in fashion. Left findings has more normal position but slightly peripherally placed relative to endometrium. (B)(6) 2013 (per mr): hysterosalpingogram: there is bilateral placement of essure micro-inserts. Both appear to be related towards the left relative to the endometrium. I suspect that the right-sided device may be displaced and its possible the fallopian tube courses atypically in this fashion. The left has a more normal position but may also be very slightly peripherally placed relative to the endometrium. Allowing for this, there is no evidence of spillage of contrast into the peritoneal cavity nor filling of the fallopian tubes on either side. Impression: abnormal position of the devices bilaterally. No evidence of spillage. Previously administered products included for contraception: depo-provera from 2007 to 2009. Concurrent conditions included depression, cholelithiasis, heart murmur, anemia, kidney stones and hemorrhoids. Concomitant products included methadone since (B)(6) 2014. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 days after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), abdominal pain lower ("excessive cramping"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (salpingectomy, salpingectomy to remove the essure and salpingectomy/ bilateral tubal excision is planned laparoscopically). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, abdominal pain lower, abdominal pain, back pain, dysgeusia, alopecia and allergy to metals outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: right side device may be displaced and its' possible the fallopian tube courses atypically in fashion. Left findings has more normal position but slightly peripherally placed relative to endometrium; on (B)(6) 2013: results: showed tubes were not occluded. Most recent follow-up information incorporated above includes: on 27-mar-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia). Outcome of event vaginal haemorrhage, pelvic pain, dysmenorrhoea were updated. Historical and concomitant drug, medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device ¿ right side device may be displaced and it¿s possible the fallopian tube courses atypically in fashion; left findings has more normal position but slightly peripherally placed relative to endometrium"), device expulsion ("malposition of essure device ¿ right side device may be displaced and it¿s possible the fallopian tube courses atypically in fashion; left findings has more normal position but slightly peripherally placed relative to endometrium") and pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and cholelithiasis. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle"), abdominal pain lower ("excessive cramping"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). The patient was treated with oxycocet (percocet), surgery (salpingectomy), surgery (salpingectomy) and surgery (salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dysgeusia, vaginal haemorrhage, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: showed tubes were not occluded (B)(6) 2013, gynecological ultrasound report: anteverted uterus which appears wnl. Small amount of fluid noted within endometrium. Essure noted on left side in normal position. Right sided essure is poorly visualized. Bilateral follicular activity (B)(6) 2013, hsg, right essure was not appropriate site but the cornual end was blocked on right side. (B)(6) 2013, CT uretogr pelvis and abdomen: impression:bilateral nephrolithiasis. There are at least 10 tiny calculi scattered within the right kidney and at least 12 tiny calculi scattered within the left kidney. The largest renal calculi measure approximately 2 mm. No urethral calculus is identified and there is no evidence of obstructive uropathy. Cholelithiasis. There is suspicion for abnormal position of at least one of the essure micro-inserts. There is almost certainly abnormal position and probably migration of the right micro-insert. (B)(6) 2014, surgical pathology report: specimen: gallbladder. Fallopian tube ¿ right and left (with essure implant). Left fallopian tube: on sectioning, there is a pin-point lumen and the lumen contains a coiled silver essure wire. (B)(6) 2013 (per pfs): hysterosalpingogram (hsg) ¿ right side device may be displaced and it¿s possible the fallopian tube courses atypically in fashion. Left findings has more normal position but slightly peripherally placed relative to endometrium. (B)(6) 2013 (per mr): hysterosalpingogram: there is bilateral placement of essure micro-inserts. Both appear to be related towards the left relative to the endometrium. I suspect that the right-sided device may be displaced and its possible the fallopian tube courses atypically in this fashion. The left has a more normal position but may also be very slightly peripherally placed relative to the endometrium. Allowing for this, there is no evidence of spillage of contrast into the peritoneal cavity nor filling of the fallopian tubes on either side. Impression: abnormal position of the devices bilaterally. No evidence of spillage most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as malposition of essure device ¿ right side device may be displaced and it¿s possible the fallopian tube courses atypically in fashion; left findings has more normal position but slightly peripherally placed relative to endometrium. Historical, concomitant condition and relevant lab data were added. Concomitant and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dysgeusia, vaginal haemorrhage, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dysgeusia, vaginal haemorrhage, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident: at the time of the report, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.